Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included polycystic disease and pre-diabetes. The concomitant medications included metformin, since two to three years for pre-diabetes. On (B)(6) 2012, the consumer started using ob non-applicator tampons five to six in a day for period (route: vaginal, lot number 0752m5465 and expiration date unspecified). On the same day, she noticed that the top of the tampon came apart and some part of the tampon was stuck inside her vagina. She was able to remove the tampon from her vagina. She did not use the device further. On the same day the event resolved. The report had non-serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Returned sample was received on (B)(4) 2012. A visual inspection performed confirmed that a manufacturing defect related was present. The inspection confirmed that more than one cover was present. An investigation to document the root cause and corrective actions associated with this issue was initiated. Manufacturing and packaging batch record review was performed with acceptable results. No incident in regards to process deviations or any atypical situation was observed. Visual inspection of retain sample confirmed that no nonconformance or manufacturing defects were present. A review of the complaint data found no adverse trends and no trend involving this lot number. The manufacturing process, design, package and product changes for the lot were reviewed and no issues were found. Based on the investigation, this complaint was verified and confirmed. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included polycystic disease and pre-diabetes. The concomitant medications included metformin, since two to three years for pre-diabetes. On (B)(6) 2012, the consumer started using ob non-applicator tampons five to six in a day for period (route: vaginal, lot number 0752m5465 and expiration date unspecified). On the same day, she noticed that the top of the tampon came apart and some part of the tampon was stuck inside her vagina. She was able to remove the tampon from her vagina. She did not use the device further. On the same day the event resolved. The report had non-serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.